Manufacturer narrative:
Case re-assessed post investigation for distal tip failure. This is considered a reportable malfunction. The device was returned and examined by the supplier. Investigation results: the reported device, intended for use in treatment, was received for evaluation. There a relationship found between the returned device and the reported incident. A visual inspection found separation of kynar coating at distal end shaft. The complaint was confirmed and the root cause associated with a component failure. Factors that could have contributed to the reported event include wear from use. Root cause (aesculap) - although this reported incident was reported prior to initiation of aesculap CAPA, it is noted that CAPA was issued in december 2019, to evaluate the design and production activities that were performed and documented for the prestige grasper product line (pn's: 8360-10, 8360-00, 8361-10, 8361-00.) The activities included the documentation of manufacturing processes and controls and design transfer from prior manufacturer, to current contract manufacturer.

Event description:
It was reported that there wa an issue with a prestige grasper. The shaft broke/came apart at the working end area. Shaft separated at the joint/brazing area. Per the submission the incident did not cause or contribute to serious injury or death or a delay in surgery.